Event description:
It was reported that the following issue was observed on the device: "channel just keeps saying 'channel error'; code 200.1110." Additional notes provided by the facility¿s clinical engineering support services include: "the error code 200.1110 indicates that the logic board has failed. I replaced the old logic board with a refurbished one and, after I had re-flashed it to have the correct firmware and serial number, it stopped the error from occurring.I recalibrated the unit, and ran it through all of its pm tests, with no other issues. I forgot to put this in the last note.the left iui connector broke when I removed it from the unit to get access to the logic board, so it has been replaced with a new one. ." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had error code 200.1110 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.